Manufacturer narrative:
This event is related to report 2015691-2020-10472. The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Per received medical records, it was learned that a patient's 31mm porcine valve in the tricuspid position was explanted after an implant duration of approximately one (1) year due to thrombosis, stenosis, and regurgitation. The explanted valve was replaced with a mechanical non-edwards valve. The patient remained hemodynamically stable throughout the procedure and tolerated it well. The patient was transported to the pacu for routine post-procedural care. The patient had an uncomplicated postoperative course and was discharged on pod #4 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Event description:
Edwards lifesciences learned through medical records this patient initially implanted with a 31mm porcine valve for 1 year in the tricuspid position had the device explanted due to thrombosis, stenosis and regurgitation. A non-edwards mechanical replacement valve was implanted in the patient. Patient condition post procedure is unknown.

Manufacturer narrative:
Corrected: a2, b3, b5; updated: d4: lot number; h6; and h10: additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. Per the device¿s instructions for use, the carpentier-edwards perimount magna ease pericardial bioprothesis valve is indicated for patient who require replacement of the their native or prosthetic aortic valve. The safety and effectiveness of the valve have not been established for children, adolescents and young adults. In this case the initial implant was placed in a patient with tricuspid valvular disease at the age of 17 years old.